Event description:
Phlebotomist received a cut from a broken glass tube which required first aid. Baseline testing consisted of hiv and hepatitis b & c. Follow up testing to be performed at quest's appropriate internal. Account feels no degree of risk based on source of exposure.